Manufacturer narrative:
Correction h11: device evaluation summary: visual inspection shows no evidence of any fm inside the used device. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp pediatric one-piece arterial cannula, it was reported that after connecting the circuit and cannula, the physician while wearing a loupe noticed a floating object, suspected to be white or cream in colour, before the pump was turned on. After cutting the cannula with the tubing forceps, the connection between the circuit and the cannula was disconnected. Afterwards, the cannula outflow was used to wash out. In addition, the connector was washed out with heparin saline. Afterwards, the physician confirmed visually that there was no foreign material inside the cannula. No foreign material could be confirmed in the blood or saline after wash-out. One physician stated that there was a foreign material but the nurse and medical examiner (me) could not confirm it. The customer suspected that the foreign object was a piece of glove, osteophytes or residue from the inner tube of the cannula. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no evidence of any foreign material (fm) inside the used device. The reason for the return was confirmed. Section e initial reporter: the initial reporter's first and last names and phone number are unavailable due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.